Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter.

Event description:
It was later reported that the patient's pump was managed in (B)(6) during the winter months and in modes to (B)(6) in the summer. The physician in (B)(6) made the decision to put saline in the pump prior to the patient returning to (B)(6) for the summer. There was no information regarding the cause of the pump 'potentially' being stopped as this occurred while the patient was in (B)(6). The physician in (B)(6) decided to fill the pump with medication at a low dose and begin to titrate the patient up as the pump showed no signs of malfunction and seemed to be working fine. The patient was due for a replacement in the coming months and the physician and the patient decided that if the pump showed any signs of not working as it should (extra medication in pump, stopped pump message, etc.) That they would move forward with replacing the pump immediately. At this time the patient was receiving adequate therapy and has had no adverse events occur.

Event description:
It was reported that the healthcare provider (hcp) was contemplating doing a dye and rotor study. The patient¿s pump was ¿potentially stopped¿. The hcp filled the pump with saline. It was unknown how long the pump had potentially been stopped. It was noted that the patient was new to the clinic. The hcp also wanted to check the pump tubing, however it was discussed that there was no way to image the pump tubing. Allowing the pump to dispense saline for a few days or weeks, depending on flow rate and accessing reservoir to assess for volume discrepancy was discussed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).